Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer would remove the pump for a bit and revert to an alternate method insulin therapy, or continued insulin administration without changing any supplies. Reportedly, the customer continued to use the pump for insulin therapy.